Event description:
Started not feeling not quite right. Had multiple images for breast implants, spine, and bloodwork drawn. Dr has identified a lump by implants and has been watching it grow. Symptoms started arriving from shortness of breath to extremely tender painful breast. Spine pain, joint pain, numbness in arms, fingers and legs. Diagnosed with epstein barr, fibromyalgia, extreme fatigue. Would spend 2-3 days in bed with migraines. Every blood test came back in normal range. Still not feeling good. After a mammogram and ultrasound in 2017, it has shown the lump has grown by 1 cm in size. Still watching and going in for biopsy in (B)(6) 2019.